Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32780. It was reported that one of patient¿s lead was fractured. As a result, surgical intervention was undertaken where in the lead was explanted and replaced restoring effective therapy. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
Correction: section d7: the explant date should have been (B)(6) 2020 rather than (B)(6) 2020. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient experienced fall and the stimulation changed since then.